Event description:
Adverse reaction: two days of haze, blur, stinging, searing, and burning eye pain/reaction in both eyes. Results: loss of vision, light sensitivity, and irritation, as well as two emergency doctor/urgent care visits. Most symptoms now abated - still have some vision loss in what had been my better eye. Actual medication error. Rite aid band (generic) hydrogen peroxide contact lens solution; I have had this bottle for about 3 weeks and have used hydrogen peroxide contact lens solution; I have had this bottle for about 3 weeks and have used hydrogen peroxide for my lenses since (B)(6) 2013. Standard for the product: solution in the provided neutralizing container. Solution was in the container for about 5 days; following product instructions, I dumped that solution and re-did the process of lens cleaning. Lenses were in the newly re-neutralized solution for another 2 days prior to placing them in my eyes. After putting my contacts in, a film/haze developed in both eyes. I removed the lenses ten minutes or so later, thinking the haze was due to allergies (which has happened in the past). (Having followed the manufacturer's instructions, I did not believe that the haze was due to product error.) There was no burning or irritation at that time (that developed the next day). The product seems fraught with consumer complaints and similar incidents. It is hard to know what went wrong in my case, given that I followed the directions. (B)(6).